Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(4) 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse was informed that the customer found a loose wire on the connector. Fse ordered the part and shipped it to the customer for installation. The instrument is functioning as intended. The most probable cause for this event is loose wire on the level sense connector. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported low wash when operating their aia-360. Customer stated that the waste cap was tight, that the device was plugged in properly, the level sensors were attached and in good condition, and there were new in-line filters. Customer did a prime wash with no errors but intermittent wash low pops up after a couple of samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.